Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient phoned in and stated they were having similar symptoms as when their previous implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt), and the patient indicated they had "passed out." The patient was advised to contact their physician regarding their symptoms. Follow up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic indicated that the patient has not been seen in-office recently and the patient did not show up for their last scheduled office visit. The hcp stated they will reach out to the patient and have them send a remote transmission and follow up. The last status the clinic had for the patient the ICD system was working fine and they are unaware of any symptoms. The device remains in use. No further patient complications have been reported as a result of this event.